Event description:
Additional information indicated the event was related to the stimulator with serial number (B)(4) and did not apply to this st imulator. Information on event related to (B)(4) in manufacturer report # 3004209178-2014-15971.

Event description:
It was reported the patient had adverse stimulation. The patient had intermittent stimulation and loss of stimulation. The patient was scheduled for analysis, in which device interrogation/device data provided normal results for this subject. The event was still ongoing at the time of the report. It was noted that the event was related to programming. Refer to manufacturer report # 3004209178-2014-15971

Event description:
Additional information reported the patient was reprogrammed (B)(6), 2014.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted:( B)(6) 2006, product type programmer, patient; product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 3487a-33, lot # j0417780v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0417671v, implanted: (B)(6) 2004, product type lead. (B)(4).